Event description:
It was reported that the pt presented to the emergency room in withdrawal with the following symptoms: altered mental status, fever, respiratory depression, and increased spasticity. The pt was discharged home. The next morning, the pt's symptoms had worsened. The pt was seen at the clinic, given oral baclofen, and admitted to another emergency room. The pt was intubated. It was not known if there were any alarms or other medical issues. It was also not known if the health care providers had checked for a volume discrepancy or correct programming. The pt's condition was considered critical. One day later, the pt's vital signs were reported with respirations of 80, heart rate of 170, and a temperature of 106 degrees fahrenheit. It was also reported that the pt's kidneys were not functioning and enzyme levels were showing potential rhabdomyolysis. The pt had been admitted to the hospital was considered to be in critical condition. The concentration and daily dose of baclofen being delivered via the pump were not reported.